Manufacturer narrative:
(B)(4). The ec60 device was returned with no visual non-conformances and with no cartridge reload present. The device was tested for functionality with the returned reloads and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. It is recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. No malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any unusual noises during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Small intestine. Prior to that, I had used it to cut the stomach (without any problems). During which stroke did the event occur? During the last stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? Before this event, I had used 4 or 5 blue reloads. Was the instrument fired across or near an existing staple line or clip? No. However, prior to the event I had used the device to create the gastric pouch, close to some clips. Were any unexpected noises heard? Yes. Before the last stroke, I heard a noise like "gears." Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. The force required to close and fire the device was higher than usual, already during the first stroke. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. I had to use the manual return lever. Was there any difficulty removing the device from the tissue? At first, yes. Then I used the manual return lever.

Event description:
It was reported that during a gastric bypass in the surgical treatment of obesity, the surgeon experienced difficulties in the sectioning during the 6th firing, and the distal staple line was found to be incomplete. The case was carried out and finished by opening a new stapler. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.